Event description:
It was reported that occlusion alarms occurred. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy. There was no adverse impact to customer's blood glucose level. The caller reported recurring occlusions but declined additional assistance, leading to the closure of the case by cts.